Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the novosyn quick product has been causing several and important adverse reactions after septoplasty surgeries. Additional information: according to the doctors this product is being used in otorhinolaryngology and it has caused several adverse reactions, and due to this the costumer requested replacing of this product for another with the same characteristics. There was inflammatory reactions in 4 patients last month, exacerbated when they were used to suture the nasal septum -inflammation with redness and edema, associated with necrosis of the cartilaginous tissue. The situation was verified in the 1st post-operative consultation, 7 days after surgery, on the suture localization. This happened with 2 doctors, with which this had never happened before. Drs used interrupted suturing. All medwatch submissions related to this report are: 3003639970-2024-00015 , 3003639970-2024-00016, 3003639970-2024-00017. Additional information has been requested.

Event description:
Additional information received on 31.01.2024: the 4 initial patients were not re-operated.

Manufacturer narrative:
B5: relevant patient information has been added. H1: type of reportable event correction: serious injury instead of malfunction. H6: health effect - impact code correction: 4619-temporary impairment instead of 4648-insufficient information. Summary of investigation: there are no previous complaints of this code-batch. We have received 4 cases of the same code-batch, regarding the same issue, from the same customer, at the same time. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 2 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. As it is mentioned in the precautions of the instructions for use of the product: subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. The use of novosyn® quick may not be advised in case of elderly, malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process. On the other hand, the following side effects may be associated with the use of this product: transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints regarding the same issue in any of the products manufactured with the same thread raw material batches as the used in this product. Conclusion root cause analysis: it has not been possible to determine the root cause, as the samples analyzed comply with the product specifications. Final conclusion: although the results of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.